Event description:
The end user had her chair shipped to her and when it arrived the cross brace was bent. The chair was bent when she received it from the shipping company. The left side cross brace is slightly bent.